Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed due to something behind it, which made it unable to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was jammed. A field service engineer (fse) found half height main drawer 6 had a bad right rail. The fse removed drawer and replaced rail to resolve the issue. Reassembled device and rebooted. Drawer was successfully able to stay closed. When device completed rebooted, customer successfully tested full height cubie drawer without issues. The system functioned as intended after the field service engineer repaired the device.